Event description:
A (B)(6) male pt called zoll customer support to report that this battery charger/modem was resetting. The pt was issued a replacement battery charger/ modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger/modem resetting) was confirmed. Upon investigation the battery charger/modem was resetting. Corrosion was discovered on processor u701 and connector j1001. Thermal damage was discovered on processor u1000. The root cause of the corroded and damaged components could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted form the contamination. The pt received a replacement battery charger/modem.